Manufacturer narrative:
Osypka medical have been informed by our swedish distribution partner bluegrass ab on 2022-10-17 about the incident. The device with s/n 1411008 has been provided for investigation on 2022-10-20. During first visual inspection there were no signs for mechanical damage. The pacemaker was found in good condition. The investigator could confirm the reported defect. The operation could not be maintained when the battery was removed. Additionally the power consumption was measured out of tolerance with 8 ma, which is more than 3 times higher than specified. The operation during battery change is realized by internal goldcap capacitors. These shall provide a specified operation of 30 sec. Without battery. When the capacities are new they provide about 2 min operation time without battery. But the goldcaps are subject to an aging process similar to rechargeable batteries and loose its capacities depending on its age and usage. Therefore this function is part of the annual check-up. The pacemaker involved in the incident was last time tested in december 2021. At this time the operation time without battery was measured with 60 sec. And the power consumption was within specification (<2,4 ma).the 3 times higher power consumption was caused by liquid leaking out from one of the capacitors and damaging the printed circuit board. This is very unusual and is seen as a single device failure. The conclusion of the investigation is a combination of two hardware problems. 1. The aging process of the goldcaps of the 8,5 year old pacemaker and 2. The 3 times higher power consumption of the hardware caused by the defect and leaking capacitor. The remaining capacity of the old goldcaps was not enough to supply the 3 times higher demand of power.

Event description:
It was reported that the pacemaker indicated "low battery". When the battery was removed for replacement, the pacemaker immediately turned off - no backup power at all from capacitors. As the patient was pacemaker dependent, there was a period of asystole in the patient's heart rhythm before a new battery was inserted and pacemaker was turned on. A while later the pacemaker was replaced with another pace203h. No remidial actions had to be taken. The patient recovered from the episode without any injuries or consequences.